Event description:
The customer reported pieces of safety seal were observed in the sterile field during a case. The pieces were picked out and cultured. They grew p. Acne. The motor was broken down and swabbed and cultured before and after sterilization. Several sites grew p. Acne but no info was provided as to which sites. The hospital has experienced problems in the past with p. Acne and the hospital's sterilizers. Routine procedure at this hospital is to administer preop and post-op dose of antibiotics. This pt was given an extra dose of post op antibiotics. No infection had developed as of 1/22/01.